Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer cleared the alarm and resumed insulin delivery to address the issue.